Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming battery out limit. The customer changed the battery seven times and reset the time/date. Customer's blood glucose level was not reported. The customer called back to report that the insulin pump was dead and was not turning on at all. All the batteries were testing fine. The device was not returned.